Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip open while locked was due to pre-existing patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a restricted posterior leaflet, and calcified leaflets. An ntw clip was inserted and deployed on the mitral valve. After deployment, the clip opened to roughly 25 degrees. It was noted the clip remained stable on both leaflets. The physician planned to implant a second clip; however, the mean pressure gradient (mpg) was 9mmhg after deployment of the first clip. Therefore, the physician decided to discontinue the procedure and was satisfied with the results. Mr reduced to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.